Event description:
The pt received two leads with the same lot number. It was reported the pt had ineffective stimulation, and he wanted the scs system to be removed. The pt reported he no longer used the stimulation. The pt reported he was not sure why he had chosen to receive a permanent system, as he was unsure if he had received effective stimulation during the trial. Follow up identified the sjm rep had offered to reprogram the system, but the pt indicated he wanted the system to be removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.